Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had issue. The customer¿s blood glucose was unknown. The customer declined to troubleshooting. The customer stated that the insulin pump had random unexplained no delivery alarms, rewind sounds like struggling and rewind takes longer. The customer stated that the alarm not as loud and battery cap was shattered and hard to remove cap. The device will not be returned for analysis.